Event description:
This literature article described two pt's who underwent transcatheter arterial embolization with gelfoam, adr, and lipiodol and developed a hepatic biloma (abscess) after the procedure. This man had transcather arterial embolization performed 4 times as treatment for hepatitis c-induced liver cirrhosis and liver cancer (bilobular and multiple) between june and november 1995. In february 1996, he developed a fever (38's-c) and persistent abdominal pain and he was hospitalized. On admission, his temperature was 37.6-c and there was no evidence of jaundice or anemia. His liver was palpable 2 finger breadths below the costal arch and right supramammary; it was ill defined, rigid and slightly tender on palpation. Ultrasound of the abdomen revealed a 55mm mass of low signal intensity areas mixed with high signal intensity areas was demonstrated at s6 of the liver and a 110x70 mm mass of dissimilar internal low signal intensity area at s8 and a 12 mm mass of high signal intensity at s3. Computer tomography scan suggested a a-p shunt, no occlusion of the portal vein was seen. The diagnosis of liver abscess occurring after transcatheter arterial embolization was based on clinical signs and symptoms and diagnostic testing. He was started on "pipc" and at the same time, continuous drainage was conducted with a tube inserted into the lesion. His fever persisted and bile was seen in the discharge. X-ray of the abscess space revealed communication between the abscess space and the common bile duct. Factor xiii with fibrinogen was infused into the biloma space (3 times for a total of 6ml) in order to block the communication of the biloma with the bile duct. As a result, bile excretion stopped and x-rays revealed the loss of communication between the lesion and the common bile duct. His clinical course was uneventful more than 6 mos after discharge.